Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported bacteremia and pump pocket infection could not be determined. The instructions for use lists pump pocket infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to blood cultures with gram positive cocci in clusters and to identify the source. The patient was placed on IV antibiotics. The patient is on chronic suppressive therapy for a previously unreported pump pocket infection. No additional information was provided.